Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, multiple episodes of noise since (B)(6) 2014 were noted on the right ventricular lead. Noise could be reproduced in clinic with pocket manipulation and patient movement. On (B)(6) 2014 pocket revision was performed and the lead tested fine; it was attached to the new device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.